Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant was not giving the patient proper coverage and would turn itself up or change settings on its own. The patient had an appointment with a representative (rep) for reprogramming to change the coverage. The patient reported he had fallen several times in the previous 3 months which could have been related to the issue. The patient stated that he did not want to change any of the device settings. The patient was to follow up with his healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.